Event description:
A type vi pt received a second degree burn, where she was treated under the chin for hair removal with the lightsheer head of the lumeone. This was the pt's first lighsheer treatment and the physician did not perform a test spot as recommended in the operator manual. The operator manual recommends waiting 24-48 hrs after the test spot in type vi skin, before commencing treatment. No med intervention was reported. Physician stated he could not rule out scarring as it is too soon to tell. Safety coord recommended to drs to suspect use of the lumeone pending the svc call.